Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03378. It was reported the pt is no longer receiving stimulation in the calf of her leg. It was also reported the pt has not charged her scs ipg in over a year. Subsequently, the pt's scs ipg is non- functional. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.